Manufacturer narrative:
(B)(4). Results: bd did not receive any samples from the customer facility for evaluation; therefore, the investigation was limited. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when the patient closed the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube the cap came off. No serious injury or medical intervention reported.